Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results if the eval.

Event description:
A report was received regarding a needlestick injury that occurred at the user facility. At the conclusion of the infusion, the nurse activated the safety feature of the device. The device as not captured and the nurse was stuck by the exposed needle. The needle was disposed of and is not available for investigation.